Manufacturer narrative:
Per the clinic, the explant on (B)(6) 2023 was performed under general anesthesia. This report is submitted on april 18, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 18, 2023.

Manufacturer narrative:
This report is submitted on june 07, 2023.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.